Event description:
It was reported that the patient's implanted neurostimulator had a shorter than expected battery life. The patient had their neurostimulator replaced on (B)(6)-2011. It was noted that this event resulted in patient injury. Additional information had been requested, but was not available as of the date of this report. Reference MFR. Rep. # 3004209178-2012-01325 for related device event.

Event description:
Refer to MFR. Rep. # 3004209178-2012-01325.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Neurostimulator model 7426, serial# (B)(4), implanted: (B)(6)-2009, explanted: (B)(6)-2011, extension model 7482a40, serial# (B)(4), implanted: (B)(6)-2009, explanted:na lead, model 3387s-40, lot# v204753, implanted: (B)(6)-2009, explanted:na, extension model 7482a40, serial# (B)(4), implanted: (B)(6)-2009, explanted:na, lead model 3387s-40, lot# v236672, implanted: (B)(6)-2009, explanted:na.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator model 7426 (B)(4) found no significant anomaly. The ins was at normal end-of-life with no telemetry and no output. An x-ray of the battery showed no visual anomalies.